Event description:
"Possible pump malfunction, patient reports return of symptoms". Hcp reported patient experienced return of symptoms. Catheter placement was satisfactory. Hcp attempted to purge pump intraoperatively and results were negative. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.